Event description:
Information received from a nursecomm call indicates that pump alarms error code 13.

Manufacturer narrative:
Pump was not returned. Contact attempts were made to the customer with no response.